Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact as reported, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as might being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, damages likely occurred during explantation surgery have been observed. This is a final report.

Event description:
It was reported that the recipient's hearing performance has been affected after a head trauma occurred. The recipient was re-implanted on (B)(6)2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's hearing performance has been affected after a head trauma occurred.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the user's hearing performance has been affected after a head trauma occurred.